Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: at this time, no samples have been received from lot 2411058. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for the reported lots and were found to be within specification. Six retained samples from each reported lot were also evaluated. Visual inspection revealed no foreign material inside the syringes or packaging. Silicone content testing again confirmed the product met required specifications. A device history review was performed for the reported lots. No deviations or non-conformances related to any of the reported concerns were identified. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Manufacturing equipment is protected to avoid particles from generating during movement of the pieces within the machines. We perform inspections and clearly defined cleaning procedures. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. As no samples were provided for this lot, a definitive root cause cannot be established. Given the viscosity of the silicone lubricant, some visible evidence may occur. Manufacturing personnel have been notified to reinforce awareness during inspections. Our quality team will continue to monitor complaints for this device and condition to identify any emerging trends.

Event description:
No additional information.

Event description:
It is reported excessive lubricant. Event description: multiple sku w/ visible particles, defective plungers, excessive lubricant. When did the incident occur? Before use. Please note that we have identified several quality defects in the syringes received under (B)(4). The issues observed include: visible particles inside the syringe, particles between the plunger and barrel space, multiple white particles found inside the packaging, defective plungers, excessive lubricant.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.